Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of the event. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the straight suction was damaged. The straight suction was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned straight suction had difficulty verifying when attached to a known good tracker returning a divot error of 1.8 mm to 2.1 mm. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the straight suction was bent and barely verifies. The manufacturer representative was checking all the instruments and discovered this. No patient was present at the time of the event.